Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, operating currents, selftest and off no power. No software error alarm noted. Motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received with multiple insulin pump errors. The blood glucose was 387 mg/dl at the time of the incident. Alarm occurred during the rewind and prime sequence. Customer stated his blood sugar has been in the 300's mg/dl all day. Customer declined trouble shooting for all other issues. Customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.